Manufacturer narrative:
The bur subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed that there was a broken piece on one of the flutes of the bur head. The returned bur was measured where possible and all dimensional specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during an anterior cervical fusion procedure, the bur started to come apart. It was also reported that the broken pieces were quickly removed from the surgical site using suction. It was further reported the surgeon has no concerns about any pieces being left behind in the patient and there was no delay as a result. It was also reported another bur was readily available and the procedure was completed successfully.